Event description:
It was reported that a motor error alarm occurred. The physician stated that he could not operate the insulin pump. The physician then stated that he rested the insulin pump for five minutes, changed the battery and then he could not rewind the insulin pump. The physician further stated that the motor error alarm occurred again and repeated several times. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.